Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Trauma to the exit site may have further contributed to development of infection in this patient. Drive line infection, erosions and other tissue damage are known potential adverse events that may be associated with the use of the heartware® system as outlined in the instructions for use (IFU). Driveline exit site management and this patient's previous driveline site infection may have contributed to this reported event. With review of the available information, there is no indication of any manufacturing issues related to the event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that there was an infection on the driveline that was pump related. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Trauma to the exit site may have further contributed to development of infection in this patient. Drive line infection, erosions and other tissue damage are known potential adverse events that may be associated with the use of the hvad system as outlined in the instructions for use (IFU). Driveline exit site management and this patient's previous driveline site infection may have contributed to this reported event. With review of the available information, there is no indication of any manufacturing issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.